Event description:
It was reported that there was a problem with the pump, because upon interrogation, the printout of the complex continuous setup, showed the wrong step was being delivered. Per the manufacturer's quality/reliability engineer, electromagnetic interference could cause a pump memory error, which could affect the telemetry results, but not the pump function. The hcp believed it was an environmental issue and planned to re-interrogate the pump and check the telemetry again. No pt symptoms were reported. The hcp stated that the pt appeared to be fine. The pump was programmed to deliver baclofen. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.